Event description:
Pt's mother reported a non-accurate delivery of insulin during basal rate and bolus administration. Mother stated pt had an elevated blood glucose level during (B)(6) 2012. Mother reported the pt's basal rate was increased to 180% and corrective boluses were administered according to the pt's therapy prescription. Mother stated the pt's blood glucose level remained elevated after administering several corrective boluses. Pt's blood glucose levels were as follows: on (B)(6) 2012, 22:14 / 13.1 mmol/l (236 mg/dl) => corrective bolus administered. On (B)(6) 2012, 01:10 / 12.3 mmol/l (221 mg/dl) => corrective bolus administered. On (B)(6) 2012, 03:33 / 10.4 mmol/l (187 mg/dl) => corrective bolus administered. On (B)(6) 2012, 207:07 / 7.5 mmol/l (135 mg/dl). Mother reported the infusion sets and insulin cartridge of the infusion device have been changed. Mother stated the pt did not experience an illness that affected his blood glucose levels. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.